Event description:
Humeral head dislodged from humeral stem component approximately 2 months post operatively.

Manufacturer narrative:
A review of the mfg device history record indicated the device was mfg to specification. The device is currently undergoing evaluation by engineering and development team.